Event description:
It was reported that during implant attempt, the impedances were high. It was also noted that the lead appeared to have a preformed j-shaped curve and the lead had to be straightened with a straight stylet. Unacceptable thresholds and no capture below 4.0v was also reported, even after using multiple placement sites. The lead was not implanted and was replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism.